Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the networking ports on the navigation system were updated to restore functionality. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the navigation system would not receive images from the imaging system in the operating room (or). It was reported that the images had a nav tag on them but the navigation system displayed an error message that the port could not be connected to. It was reported that the configuration settings were changed prior to the date of the occurrence and that the application software showed all tabs were green and that the system could be verified. However, the error message would appear when performing an image acquisition. The surgeon opted to complete the procedure without the use of the navigation system as a c-arm was used to complete the procedure. There was a reported delay to the procedure of twenty to thirty minutes due to this issue. There was no reported impact on patient outcome.